Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 20-jul-2023. H6: investigation summary one mz1000-br sample was received without packaging for investigation; however, the customer indicated the complaint sample was from lot 22095700. The feedback provided by the customer suggests blood reflux and leakage was detected during use of the maxzero device. The customer also confirmed that no visible defects were detected and the connecting product was a 2-way polifix, peripheral intravenous catheter. As part of the feedback the customer provided a photograph. Analysis of the photograph reveals the presence of red fluid in the maxzero chamber. However, from the photograph in addition to a close inspection of the returned sample it is not possible to identify any obvious damage or manufacturing issues which could have caused or contributed to the customer's experience. Functional testing was performed by connecting the device to a 50ml bd plastipak syringe and attempting to flush with fluid; no flow issues or leakage was detected throughout testing. The sample was then subjected to pressure testing; again no leakage was detected from the maxzero device.

Event description:
It was reported that the maxzero¿ zero reflux IV connector experienced blood backflow during infusion. This is 2 of 2 related events. The following information was provided by the initial reporter: in an on-site investigation, it was found that the product leaks solutions during bolus administration in connection with a 10ml bd syringe. Observed in several situations that there is blood backflow and leakage of solutions between the valved connector and the polyfix, the product is not complying with its projection, it presented constant and wetting the patients. Endangering the treatment of patients due to medication loss.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. E.1. Initial reporter phone #: (B)(6).

Event description:
It was reported that the maxzero¿ zero reflux IV connector experienced blood backflow during infusion. This is 2 of 2 related events. The following information was provided by the initial reporter: in an on-site investigation, it was found that the product leaks solutions during bolus administration in connection with a 10ml bd syringe. Observed in several situations that there is blood backflow and leakage of solutions between the valved connector and the polyfix, the product is not complying with its projection, it presented constant and wetting the patients. Endangering the treatment of patients due to medication loss.

Manufacturer narrative:
H6: investigation summary: a mz1000-br sample was not available for investigation; however, the customer indicated the complaint samples were from lot 22095700. The feedback provided by the customer suggests blood backflow and leakage was detected during use of the maxzero device in connection with a polifix catheter. As part of the feedback the customer provided a photograph of the affected sample; analysis of the photograph did not identify any obvious damage or manufacturing defects which could have caused or contributed to the customer's experience. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 22095700 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience.

Event description:
It was reported that the maxzero¿ zero reflux IV connector experienced blood backflow during infusion. This is 2 of 2 related events. The following information was provided by the initial reporter: in an on-site investigation, it was found that the product leaks solutions during bolus administration in connection with a 10ml bd syringe. Observed in several situations that there is blood backflow and leakage of solutions between the valved connector and the polyfix, the product is not complying with its projection, it presented constant and wetting the patients. Endangering the treatment of patients due to medication loss.